Manufacturer narrative:
Films review summary: the exact cause of the bifurcate migration and resulting proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant images were not returned for review and comparison. Eight (8) still angiograms returned revealed that the bifurcate had migrated distally and was positioned ~40mm below the renal arteries and there was a proximal type I endoleak. The proximal neck flow lumen diameter just below the renals measured ~19mm, 10mm lower was 30mm, and 40mm lower near the level of the bifurcate proximal margin was ~41mm in diameter. The neck was essentially straight. The distal right/contra limb od measured ~27mm, and the right iliac measured ~31mm at that same level with contrast seen along the distal 10mm length of the contra limb. However, contrast could not be confirmed within the distal sac; therefore, unclear if there was a distal type I endoleak pressurizing the aaa. The films confirmed resolution of the proximal type I endoleak following the cuff intervention. It appears most likely that disease progression (aortic neck and iliac artery dilatation) likely led to these events. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently and cta was performed. The cta showed that the talent bifurcated stent graft has migrated distally with a type 1a endoleak with lack of apposition proximally and type 1b endoleak with lack of apposition distally in the right iliac limb. The physician implanted a 28mm endurant cuff proximally intentionally landing slightly low to obtain maximin overlap between the talent bifurcated stent graft and the 28mm endurant cuff. Than a 32mm endurant cuff was then deployed proximal to the 28mm endurant cuff and at the right renal artery. The stent grafts were ballooned and a total of six endoanchors were implanted in the proximal landing zone. The proximal type I endoleak and migration were resolved. The physician implanted another manufacturer's device occluding the hypogastric artery. A 16x13x156 endurant limb was implanted from the flow divider of the talent aaa stent graft down into the external right iliac artery with no issue. The distal type I endoleak was resolved. The physician stated that the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.